Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective distribution panel board/printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. See additional information on h6 and h10. Based on the results of the legal manufacturer's investigation, it was determined that the phenomena occurred due to faulty patient circuit (dp) board. However, the specific defective part and the cause of the defect could not be identified. When the dp board was replaced with the working dp board, the device worked normally. Dp board of the subject device malfunctioned within 4 months after the initial installation. No irregularities such as adherence of dust, corrosion, fluids entering the device, and burn trace were confirmed on the appearance of the dp board. There was no increase in trend observed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii video system center is unable to display image. The event occurred during preparation for use, prior to a diagnostic upper gi endoscopy procedure. A similar device was used to complete the operation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a defective distribution panel board. (Dp) in addition, the keypad was not working due a defective dp board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.